Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise in image, noise generated in the image due to abrasion of the electrical contacts of the video connector, video connector cracked, scratches found on the video connector, scratches found on the operation part, scratches found on the grip, scratches are found on the up/down plate, scratches found on the right/left plate, scratches found on switch 1, scratches found on the light guide connector, scratches on the light guide cover glass surface, video connector case cracked, and scratches found on the video connector case. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. The investigation presume the causes as below: as dust, stain and foreign material adhered to electric contact of the video connector and its condition was not good, the electric connection with the system temporarily deteriorated, and the video connector printing circuit board occurred defect (abnormal). Electric load (stress) has accumulated due to energization of the electric circuit board (including electric parts mounted on the electric circuit board) inside the scope connector, and overcurrent has generated due to accidental static electricity, and attachment / detachment while the system is on, therefore, the electric connection has deteriorated, adversely affecting the image signal output, leading the image signal output to be unstable, and resulted in a failure (abnormality). Additionally, the overcurrent was caused due to attaching or detaching while the system power is on, overcurrent from other devices or electric wiring, or the dust or moisture adhered to the electrical contacts of the system and the video connector. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the endoeye flex deflectable videoscope exhibited distorted image when the device was connected and turned on. The event occurred at the start of a laparoscopic worm resection procedure. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.